Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the station was not interfacing with the electronic health record (ehr). The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not interfacing with the electronic health record (ehr). A technical support specialist (tss) identified that the tracing database consumed 48gb and the search index folder used 140gb, leaving only 14gb free on the d drive. The tss stopped the carefusion coordination engine (cce) services, truncated the message logs table, shrank the tracing database, and cleared the search index folder. After performing these actions, they restarted the cce services and confirmed messages were crossing over. The free space on the d drive increased to 194gb. The system functioned as intended after the technical support specialist troubleshot the device.